Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's image processing computer failed and needed to be replaced. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was not in clinical use. It was reported that the ippc failed. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the ippc and hdd were not working properly. The defective ip pc was returned to failure analysis which was able confirm the malfunction of allura nehalem ip pc revised no hdd. Fse replaced the ippc and hard disk. After the replacement of ippc and hard disk, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.